Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the punch broke. The kiel got stuck because it was extremely hard bone and when trying to remove it surgeon applied too much force and it broke."